Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected both master tool manipulator (mtms) and usms for any damage. Also, fse removed mtms and reinstalled and programmed and performed workflow on mtml and mtmr and both passed calibration. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, multiple instruments in universal surgical manipulator (usm) 4 were having issues where the wrist and tip break down when the surgeon was not in control. It was also informed that the right-hand control will move back quickly when the surgeon releases the hand control and only happened when controlling usm 4. The site had already replaced the drape on usm 4. A technical support engineer (tse) had rebooted the system and cycle the patient side cart (psc) breaker and emergency power off (epo). The tse also had the customer e-stop the surgeon side console (ssc). The procedure was converted to another ssc system, there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system's functionality was checked upon powering on the system, and everything was working well when the robot was turned on, no errors were observed. When the surgeon went to move the arm, the wrist of the instrument would collapse and become unusable. It was confirmed that no fragments fell into the patient and that the movements of the surgeon did not scale appropriately to the instrument since the instrument would not move appropriately to match the hand movements the surgeon was making; it was stated that it just would not move in the intended direction, the wrist of the instrument would go limp when the surgeon was trying to use the instrument. The procedure was completed with the second surgeon side console (ssc).